Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. -one item# 09-0257 lot# g20 was returned and item and etch verified to complaint. Visual inspection found that the tip is fractured on one side of tip to side edge with no other signs that are significant. Product has scratching and coloring indicative of multiple use. Review of end level device history record(s) not performed as it is package and label only and reported event is not associated with packaging or labeling. Supplier DHR review: product was conforming to all specifications and no scrap, process deviations, or product non-conformances were noted during review. -a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g3, g6, h2, h10 correction: e3 physician multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00202

Event description:
It was reported that a patient underwent an initial segment procedure during which two elevators broke. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial segment procedure during which an elevator was broken. Attempts have been made and additional information on the reported event is unavailable at this time.